Manufacturer narrative:
The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the implant severely stretched/damaged and to be thermally detached using a detachment controller. The monofilament profiles a mushroom shape at the tip indicating a successful detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damaged implant, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is ongoing. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the physician was performing a balloon assisted coiling procedure on the left middle cerebral artery (mca) at the bifurcation. While advancing the coil up the microcatheter and first segment of coil was in the aneurysm, the coil unexpectedly detached in the microcatheter without activating the detachment controller. A snare was used and successfully retrieved the coil. There was no report of injury to the patient, who was fine.